Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿ and ¿section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube had buckling and a noisy image occurred due to damage to the charged-coupled device unit. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer, it was unknown to the customer what the foreign material may have been. There was no delay in the start of precleaning, it was unknown whether the customer flushed the air / water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing, it was unknown if the customer wiped / brushed the air and water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air / water nozzle with the detergent solution, and it was unknown if there were any concerns about the reprocessing. Additional findings include the following: water tightness was lost due to a pinhole in the connecting tube / due to a crack on the up and down knob, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack / a white-clouded area, the light guide bundle was slipping down, the mouthpiece was loose, and the connecting tube had a dent / a wrinkle. The following has a scratch: the protector of the universal cord on the scope connector side, the image guide protector, the objective lens, the plastic distal end cover, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope image guide coil was buckling. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.